Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-26, the valve was placed without any issues and its position appeared to be correct. However, the patient experienced very low blood pressure (hypotension) that did not improve, and subsequently passed away. The exact cause of death remains unknown.

Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the autopsy and valve explant were performed briefly after the procedure and death of patient.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-26, the valve was placed without any issues and its position appeared to be correct. However, the patient experienced very low blood pressure (hypotension) that did not improve, and subsequently passed away. The exact cause of death remains unknown. Additional information was received that per the physician, the patient's underlying medical history of left ventricle hypertrophy was a contributing factor to the event and one assumption for the cause of death was that the hypertrophy was too severe. Prior to the death, resuscitation was performed. During resuscitation, both the left and right coronary were visualized by angiography and no obstruction was seen. During autopsy, the valve was found near the right coronary artery but otherwise well-placed and intact. The physician excluded the delivery catheter system (dcs) as a contributing factor to the event but the valve could not be ruled out.

Manufacturer narrative:
Updated: b5, b7, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-26, the valve was placed without any issues and its position appeared to be correct. However, the patient experienced very low blood pressure (hypotension) that did not improve, and subsequently passed away. The exact cause of death remains unknown. Additional information was received that per the physician, the patient's underlying medical history of left ventricle hypertrophy was a contributing factor to the event and one assumption for the cause of death was that the hypertrophy was too severe. Prior to the death, resuscitation was performed. During resuscitation, both the left and right coronary were visualized by angiography and no obstruction was seen. During autopsy, the valve was found near the right coronary artery but otherwise well-placed and intact. The physician excluded the delivery catheter system (dcs) as a contributing factor to the event but the valve could not be ruled out. Additional information was received that the autopsy and valve explant were performed briefly after the procedure and death of patient. Additional information was received to report the autopsy and valve explant were performed one day after the patient's death.

Manufacturer narrative:
Updated data: a4. Patient information - weight b5. A fourth paragraph was added. D6b. Explanted date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.